Manufacturer narrative:
(B)(4). (B)(6). The complaint was opened after the device had been returned on (B)(6) 2014, therefore the device is not available for evaluation. An event history log review, service history review and device history review (if applicable) will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient had been hospitalized for an unknown reason prior to death and was later placed in hospice care. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.